Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Patient was being moved to bed using a f550 with ez swivel carry bar when the lift made a popping noise. One of the legs attached to the frame of the lift slightly dropped down. This did not cause the lift to sway or tip over. The staff was able to lower the patient safely to the bed with no injuries. The lift has been in service since 2011 with no previous concerns using.